Event description:
It was reported the patient underwent PICC catheter indwelling in the left forearm on (B)(6) 2022, and the postoperative infusion was smooth without discomfort, and the subsequent infusions were normal. On (B)(6) 2022, he came to the hospital again for infusion. During the infusion process, the infusion was not smooth. The nurse removed the mechanical obstruction and used a 20ml syringe to draw saline to flush the tube. The patient felt pain above the puncture point, but no blood returned from the catheter. There were some fractures, which were treated by extubation. The catheter was pulled out to the point where the catheter was exposed at 9 cm, and there were 2 rupture points, and all of them were removed immediately.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3870 showed one other similar product complaint(s) from this lot number.